Event description:
Customer reported intermittent problems with an air leak on the gas module iii, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and found a kinked tube. Tube was repaired and unit was calibrated.